Event description:
Davinci endowrist tenaculum jaws locked open while inside of the patient. Surgeon could not get the jaws to close to get the instrument out through the trocar so surgical tech had to use the emergency release key to close the jaws of the tenaculum. The instrument was reset, but the jaws did not close once again, so the device was removed from service.